Event description:
It was reported to philips that live image disappeared from the flexvision screen for 10 minutes. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and found that the flexvision live display was shut off but the display in the control room was operational. Troubleshooting and analysis of the system logs found no failures with the flexvision pc and that the flexvision pc was operating per specifications. The issue could not be verified or repeated. After the rse finished their inspection and assessment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.